Event description:
A "scan again in 10 minutes" message was reported with wear of the freestyle libre sensor. Customer was asleep when he experienced symptoms of hyperglycemia and glucose readings were unable to be obtained. Customer was treated with insulin (dose/type unspecified) by his mother and no further treatment was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message was reported with wear of the freestyle libre sensor. Customer was asleep when he experienced symptoms of hyperglycemia and glucose readings were unable to be obtained. Customer was treated with insulin (dose/type unspecified) by his mother and no further treatment was reported. There was no report of death or permanent impairment associated with this case.